Event description:
Patient reported a rupture diagnosed by ultrasound and lymphadenopathy. This records relates to an unknown side. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d.6a, g2, h4, h6 explant date not provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported a rupture diagnosed by ultrasound and lymphadenopathy. This records relates to an unknown side. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and granuloma.

Event description:
Patient reported right side rupture with silicone leakage and swelling of lymph node. Healthcare professional confirmed rupture and reported capsular contracture, baker grade unknown, silicone migration and granuloma diagnosed with ultrasound and MRI. The device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.